Event description:
It is reported that the device was implanted in 2000. Post-op, the pt was presented with pain in the tibia. X-ray examination indicated that there was a periprosthetic cyst around the screws securing the porous baseplate to the tibia. The pt was revised in 2005, by pulling out the screws, tibia baseplate, and tibial insert and reimplanting a cemented revision baseplate with long revision stem and a new plastic insert.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation - the insert exhibits wear on both condyles and what appears to be cold flow on the inferior side into the screw holes of the tibia plate. The device history records indicate that the device was manufactured and packaged to specification.